Manufacturer narrative:
Raw data was collected and indicate that the algorithm classified some of the neutrophil events as eosinophils though the cause could not be determined with the provided information. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse did not find an instrument malfunction, but cleaned the flow cell and laser as part of troubleshooting. All controls were within range. The fse noted fluctuations in laboratory temperature and recommended that the laboratory stabilize its ambient temperature. The cause of erroneous results could not be determined with the supplied information. All mdrs associated with this event: 1061932-2014-02884, 1061932-2014-02885. (B)(4).

Event description:
The customer reported a coulter lh 780 hematology analyzer generated erroneous high eosinophil (eo) results without suspect messaging for three patient samples between (B)(6) 2014. This MDR reports the results generated on (B)(6) 2014 for patient 2 and patient 3. The customer provided instruments printouts for patient 2 and patient 3 results. Review of the results indicate that the instrument generated erroneous low neutrophil (ne) and erroneous high eo results without suspect messaging for both patients. Patient 2 results were compared to a manual slide review; manual slide review is considered correct. Patient 3 results were compared to a rerun on the same instrument; rerun results are considered correct. There were no erroneous results reported out of the laboratory. There was no impact to patient treatment in connection with this event. All quality control (qc) results before and after the event were in acceptable range.